Event description:
It was reported that the zoom disengages during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It has been confirmed that the complaint for this unit was reported in error and that their was no defect involved with this unit.

Event description:
It was reported that the zoom disengages during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.